Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a procedure. According to the complainant, the stent did not fully deploy off of the delivery system. The physician was able to use another ultraflex tracheobronchial covered stent to successfully complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a procedure. According to the complainant, the stent did not fully deploy off of the delivery system. The physician was able to use another ultraflex tracheobronchial covered stent to successfully complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned ultraflex tracheobronchial stent revealed that the stent was partially deployed by approximately 30mm. The deployment suture thread was tangled around the shaft just proximal to the crocheted stent. A significant bend was found in the shaft proximal to the crocheted stent. Following detanglement of the deployment suture thread, the thread was retracted and the stent successfully deployed. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Based on the condition of the returned device, and the evaluation conducted the most probable root cause is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4) - partial deployment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.